Event description:
Homecare pt has experienced inflation problems with several (exact quantity unknown, est. 3 to 5) size disposable cannula low pressure cuffed tracheostomy tubes. This was detected one to three weeks after the devices were inserted. It was also reported that the devices were tested for inflation functionality prior to insertion with no problems detected. There was one pt involved with no reported pt compromise. The devices were discarded and as such are not available to be returned to the MFR for identification, analysis and investigation.